Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited varying threshold. The lead was found to be dislodged. The lead was repositioned and the threshold was stable. The patient was in good condition.